Event description:
It was reported the right ventricular (rv) lead thresholds had slowly been increasing (1500 ohms to 1973 ohms) and that the threshold was high. The pacing output for the rv lead was reprogrammed and the lead remains in use until the next routine device change out when the lead is planned to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead impedance had further increased to an impedance of 2071 with a lifetime maximum of 2159. Also there was a suspected fracture. It was noted that unipolar programming was attempted for pacing and sensing, but the impedances remained unchanged so the programming was kept bipolar.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.